Manufacturer narrative:
(B)(4). All available information was investigated and the reported leak at the lock lever, mechanical jam of the lock lever and crack in the lock lever cap could not be replicated in a testing environment as the lock lever cap was not returned and the luer of the lock lever was twisted. In addition, the reported noise (device operates differently than expected) could not be replicated in a testing environment as it was likely a symptom of the luer being twisted while rotating the lock lever cap. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. Based on the information reviewed, the reported noise and crack in the lock lever cap was due to the user technique as it was reported that additional force was used to open the cap and resulting in a creak sound and crack on the cap. The subsequent leak at the lock lever is a procedural condition resulting from the crack on the cap and twisted luer. A definitive cause for the reported mechanical jam of lock lever cap could not be determined as the cap was not returned; therefore, no further testing could be performed. In this case, it is possible that the user technique of opening the cap contributed to the mechanical jam; however, this cannot be confirmed. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported delivery catheter (dc) shaft bend resulting in difficulty positioning the device was confirmed. The reported poor image resolution could not be replicated in a testing environment as it was related to patient/procedural conditions. The release crimper was returned loose from the crimping cam. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported dc shaft bend resulting in the difficulty positioning the device appears to be related to observed bent actuator mandrel. A definitive cause for the bent mandrel cannot be confirmed. The reported difficulty positioning the device appears to be a secondary effect of the bent shaft. The reported poor image resolution is related to procedural circumstances as difficulty was experienced visualizing the device during the procedure due to patient anatomy. The investigation determined the root cause to be unrelated to design, manufacturing or labeling. Based on the investigation, no trend has been identified related to the loose release crimper identified with this device. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system device referenced is filed under a separate medwatch report.

Event description:
This is filed to report the irregular steering with the clip delivery system (cds)(70712u143). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 3. During preparation of the cds (70622u121), the lock lever cap could not be removed. Force was used to remove it, but a creak sound was heard and saline leaked from the lock lever. A crack was noted on the lock lever cap. The cds was not used and was replaced. Cds (70712u143) was prepped and was inserted. Echocardiogram visualization was challenging. When steering in the left atrium an unusual curve was noted on the shaft of the cds. Due to the curve, the cds could not steer above the valve. The clip was not implanted, and the cds was removed and replaced. A total of one clip was implanted, reducing mr to <1. There were no adverse patient effects and there was no clinically significant delay in the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported delivery catheter (dc) shaft bend resulting in difficulty positioning the device was confirmed. The reported poor image resolution could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported dc shaft bend resulting in the difficulty positioning the device appears to be related to an observed bent actuator mandrel. As there were no issues identified with the dc shaft during preparation, it is possible that the cds was curved more than 90 degrees coupled with difficulty visualization resulted in increased tension on the device, such that the internal actuator mandrel became bent; however, a definitive cause cannot be confirmed. The reported dc shaft bend was likely due to the actuator mandrel becoming bent. Lastly, the reported difficulty positioning the device appears to be a secondary effect of the bent shaft. The reported poor image resolution is related to patient anatomy as difficulty was experienced visualizing the device during the procedure due to the dilated left atrium. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.